Event description:
Customer reported that the smoothness of cutting surface is very poor. At times cutting surface has broken off. Customer uses scalpels under dissecting microscope and see poor quality. Recent packaging change. Manufacturing says only packaging change, no change to product.